Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn 000317390458 and event date 26-apr-2024. Please see below for the first 10 boluses listed on the event date 26-apr-2024 in the pump history file. 04/26/2024 00:58:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 04/26/2024 01:35:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 04/26/2024 01:50:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 04/26/2024 02:10:02.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 04/26/2024 02:10:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 04/26/2024 02:14:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 7500 (0.75 u) bolusamountdelivered: 7500 (0.75 u) 04/26/2024 02:40:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 04/26/2024 04:53:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 04/26/2024 04:58:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 04/26/2024 06:38:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 26-apr-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 26-apr-2024 in the pump history file. 04/20/2024 12:49:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104). 04/20/2024 15:03:13.000 batteryremoved (55). 04/20/2024 15:03:13.000 alarmalertnotification (40) faultnumber: batteryremoved (84). 04/20/2024 15:03:38.000 batteryinserted (44). 04/22/2024 23:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). 04/22/2024 23:52:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). 04/23/2024 00:02:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). 04/23/2024 00:58:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). 04/26/2024 02:09:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). Earliest power data available per the power management tool/detail trace file is on 5/25/2024 11:03:00 pm. There was no power data available for the date of 04/20/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. Low battery alert (104) - unknown. Lost sensor alert (780) - not confirmed. Please see below pertaining to svn 000317151850 and event date 18-mar-2024. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or auto mode anomaly noted. No loss of communication between the pump and transmitter noted during testing. No com pump to xmtr was not confirmed. There was no data available on mar-2024 in the pump history file. Unable to perform the history review 2 days prior to the event date 18-mar-2024 due to no data available in the pump history file. Please see below pertaining to svn 000317462899 and event date 15-may-2024. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or auto mode anomaly noted. Unable to confirm alleged discrepancy between sg and bg. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 15-may-2024 in the pump history file on svn 000317462899. On svn 000317462899 the customer reported alleged auto mode anomaly, discrepancy between sg and bg on 15-may-2024. 05/15/2024 02:20:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104). 05/15/2024 02:43:49.000 batteryremoved (55). 05/15/2024 02:43:49.000 alarmalertnotification (40) faultnumber: batteryremoved (84). 05/15/2024 02:44:37.000 batteryremoved (55). 05/15/2024 02:48:49.000 batteryinserted (44). 05/15/2024 02:50:11.000 batteryremoved (55). 05/15/2024 02:50:11.000 alarmalertnotification (40) faultnumber: batteryremoved (84). 05/15/2024 02:50:18.000 batteryinserted (44). Earliest power data available per the power management tool/detail trace file is on 5/25/2024 11:03:00 pm. There was no power data available for the date of 05/15/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged low bgs. No com pump to xmtr was not confirmed. Auto mode anomaly not confirmed. Unable to confirm alleged discrepancy between sg and bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The hypoglycemia, hypoglycemia was treated with glucagon, used emergency medical services, and IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-864a, mmt-332a, mmt-1884. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event and the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-864a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received, which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Paramedics were called at 4:30am. Customer said, the significant event that led to event was sensor stopped working. Customer discontinued pump. Pump returned for analysis.